Manufacturer narrative:
The insulin pump no external ram error alarm, unexpected restart alarm or lost memory anomaly noted. The insulin pump passed the self-test and unexpected restart error test. The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). However the insulin pump unit passed displacement, basic occlusion, occlusion and no delivery test. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. The representative state the customer received an unexpected restart alarm after a battery change. The customer alarm history was reviewed and noted the external ram error. Troubleshooting was able to resolve the issue. However the representative called back and stated the unexpected restart alarm and external ram error alarm, are reoccurring. The customer blood glucose at the time of the call back was 285 mg/dl. The device will be returned for analysis.